Event description:
After rolling resident from the whirlpool to room the lift suddenly went down with a loud air sound.

Event description:
After rolling resident from the whirlpool to her room the lift suddenly went down with a loud air sound.